Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible migration of the left essure implant into the peritoneal cavity/possible migration of essure coil on right/ rt coil may be displaced but not far from cornua') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't went essure confirmation test." The patient's medical history included gastric bypass in (B)(6) 2014, abdominal discomfort, abnormal weight gain, weight loss, vaginal discharge, pruritus, smoker, constipation, pelvic discomfort, vaginal itching, sexually transmitted disease nos, drug addict, vaginal discomfort, pain ovarian, suprapubic pain, discomfort, premenopause, human papilloma virus infection, dysuria, bone pain, tremor of hands and colposcopy. Previously administered products included for an unreported indication: yaz, vit d, multivitamins, calcium supplements and protonix. Concurrent conditions included depression, menses lack of, vaginal infection, urinary frequency, vaginal odor, ovarian cyst and uti. Concomitant products included escitalopram oxalate (lexapro). In 2008, the patient had essure inserted. In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2010, the patient experienced rash ("rashes or skin conditions type: rashes") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, bladder disorder, urinary tract disorder, migraine, rash, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, rash and urinary tract disorder to be related to essure. The reporter commented: bilateral salpingectomy and removal of coils will be done. As per notes of (B)(6) 2019, patient is doing well and hair loss, bone pain, shaking feeling (hand tremor) and pelvic pain now all gone since essure removed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: showed possible migration of the left essure implant into the peritoneal cavity; on (B)(6) 2019: possible migration of essure coil on right and rt coil may be displaced but not far from cornua. Ultrasound scan vagina - on (B)(6) 2018: 2 cm right ovarian cyst, with peripheral daughter cysts. Concerning the injuries reported in this case, the following event is described in patient's medical record- device dislocation and following events were confirmed in patient's medical record- pelvic pain, alopecia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received- case becomes incident. New event added- possible migration of the left essure implant into the peritoneal cavity/possible migration of essure coil on right/ rt coil may be displaced but not far from cornua. Medical history and lab data were added. New reporters were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.